Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted without issue during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, the stent was implanted in a suspected malignancy; however, further biopsies revealed the stricture was benign. The lesion was not dilated prior to the stent placement. On (B)(6) 2012, the patient presented to the physician during a follow up visit with abdominal pain. It was discovered that the wallflex biliary stent had migrated to the small intestine and created an obstruction. The stent was surgically removed the same day ((B)(6) 2012). The patient's current condition following the removal was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Component relates to problem for the reported complaint of stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.